Event description:
It was reported that during service and repair pre-testing, it was observed that the attachment device had vibration and a flared out nose tube tip. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device failed vibration and had a flared out nose tube tip. Therefore, the reported conditions were confirmed. It was determined that the vibration was due to worn and damaged bearings. It was determined that the flared out nose tube tip was indicative of excessive side loading causing the cutter to flex and to come in contact with the nose tube flaring the tip out. The assignable root cause was determined to be due to user error, misuse and/or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.